Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the x-ray taken at the 60 month visit (B)(6) 2016 shoed the lead matching the lead on the baseline intraoperative images on (B)(6) 2011. The event resolved without sequelae on (B)(6) 2016 and no actions were taken. No symptoms were associated with the event. Additional information makes event no longer reportable.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was minimal dorsal retraction of the lead. The outcome was reported as ongoing. No actions were taken as an intervention.